Manufacturer narrative:
Remote support was provided, confirming that the charging connector is damaged. The device was returned to philips for bench repair. The bench engineer changed the front enclosure of the device to resolve the issue. The device was then tested and confirmed that all functions works per specifications. The unit was returned to the customer site. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the device charge connector is broken.